Event description:
Customer reportedly received result of 343 mg/dl on the advantage system and 156 mg/dl on professional device within 10 mins. No actions taken based on device results. No adverse event related to the device reported. Requested return of suspect device and replacement was sent.